Event description:
The customer reported air/water leakage due to lose screw on the evis exera ii ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: acoustic lens was peeled. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the acoustic lens was peeled. Due to peeling of acoustic lens, displayed ultrasound image was defective. The distal end had a scratch, the adhesive around the objective lens had a crack, the adhesive around the bending section cover was detached, the connecting tube had a scratched. Due to wear of the forceps elevator, up/down knob could not be locked securely. And due to wear of the angle wire, bending angle in up direction did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported acoustic lens peeled was due to deterioration through years of use. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.